Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown bag therapy for chronic renal failure. The patient contacted baxter (B)(4) technical services, and stated he experienced peritonitis and went to the hospital. It was not reported if the patient was hospitalized. Treatment, action taken with dianeal, and outcome of the event were not reported. A causality statement was not provided.